Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that multiple ophthalmic knives were blunt during separate cataract surgeries. The surgeries were completed with backup knives. There was no harm to any patient. Additional information has been requested.